Event description:
On (B)(6) 2013, the customer reported to beckman coulter (bec) stating that the unicel dxh 800 coulter cellular analysis system was giving intermittent false tube detecting errors on the third position of the cassette. Two (2) days later, on (B)(6) 2013, the customer reported a cleaner leak inside the unit. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found a few two drops of diluent spraying in a fine mist onto the air mix solenoid bank. The source of the fluid was a small hole in the differential rinse line tubing at the fitting to the air mix and temperature control (amtc) module. The fse performed barcode alignment procedure (for label no read/ no tube detected error) and replaced 4 station manifold and valves (for leak issues). The fse verified the instrument performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).